Event description:
Anchor broke at the eyelet during insertion in the humeral head. A small incision was made and humeral head was shaved. Anchor was removed with grasping forceps. It was the last rotation of the anchor. The patient had hard bone. The insertion site was pre-drilled with a 2.5mm drill and the 2-finger technique was used. Delay of sixty minutes resulted and patient was under anesthesia longer than expected.

Manufacturer narrative:
Evaluation of the device shows the anchor has broken at the eyelet. The broken piece of the eyelet was not returned. The inserter shaft is misaligned confirming the handle stripped, most likely causing the eyelet to strip and ultimately break.